Event description:
The customer reported an intermittent loss of the live x-ray image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb and the interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.